Event description:
The facility reported an infusion pump with "low battery." The event was reported to have occurred during biomed testing. No pt injury and no medical intervention had been reported.